Event description:
I had prk performed on my eyes in (B)(6) 2012 at the (B)(6) (dr. (B)(6)). I have severe dry eyes, I constantly wake up in the middle of the night because my eyes are burning so badly. One of my eyes seems to be worse and has been from the beginning. I never suffered from dry eyes. I am using eye drops several times a day sometimes to no avail. My condition has gotten worse. I have called the office to complain at first they kept telling me it would get better over time (it did not) and now they wont see me because after one year they are no longer responsible. Idk what to do anymore. This is a huge problem. I wish I had known about this complication. These are my eyes.